Manufacturer narrative:
The investigational analysis completed on 10/3/2019. The device was visually inspected and it was found in good conditions. A second visual inspection was performed and a hole was found with reddish material inside of the pebax. This condition could be related to something external from the manufacturing process. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested, and it was found to be working properly. Force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial tachyacradia ( at-left) with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and a the bwi pal found a hole in the pebax. Initially, it was reported that they were getting a force issue error 88 code on the stsf catheter. The cable was replaced with no resolution. Catheter replacement resolved the issue and the procedure was completed. No adverse patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/3/2019, the bwi pal received the device for evaluation. Upon initial inspection, no visual damages or anomalies were observed. During a second visual inspection on 9/27/2019, a hole and reddish material was observed in the pebax. The observed hole has been assessed as an MDR reportable malfunction as device integrity was compromised. The awareness date has been reset to 9/27/2019.